Event description:
The lead was returned to the manufacturer with no reason for replacement. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. The outer insulation of the lead was observed to have blood ingression. Visual analysis found outer insulation breached in -vivo/ environmental stress cracking. (B)(4).